Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During evaluation the technician observed extensive damage. The observed damage is typically a result of the device being tampered with due to the condition in which the device was received. Root cause analysis could not be performed.

Event description:
Complainant alleged that during biomed testing, the device's display was white and clinical info could not be seen. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.